Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited myopotential oversensing. Review of the stored electrocardiograms revealed low level, high frequency noise resulting in pacing inhibition. It was noted that the patient experienced fatigue and shortness of breath due to oversensing. The device was reprogrammed and the patient reported feeling better. The patient will continue to be monitored with routine follow-up.